Manufacturer narrative:
The field service engineer (fse) was dispatched to address the reported event. The fse preformed sorter tip alignments and verified instrument operation. The instrument is functioning as intended and was released. No further action is required by the fse. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from the (B)(6) 2017 through awareness date on the (B)(6) 2018. There were no similar complaints identified during the searched period. The aia-2000 operator's manual under, appendix 4: error messages,states the following : the 2207 no tip acquired by sorter. Cause: no tip was detected during the tip attachment check. If retry fails, measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported issue was due to a misaligned tip sorter. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
The customer reported receiving error 2207 no tip acquired by sorter on their aia-2000 instrument. Field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of afp, bhcg fsh and prl patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.